Manufacturer narrative:
Batch review performed on 20 november 2023 lot 2307700: (B)(4) items manufactured and released on 24-march-2023. Expiration date: 2028-03-19. No anomalies found related to the problem. To date, (B)(4) of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs manager: a revision surgery was conducted 3 months after the first implant of tha using a sms collared uncemented stem. We do not have information about the clinical status of the patient, who was significantly overweight. The reported cause of the revision was stem subsidence and this is confirmed by the available x-ray images, which also showed that it occured after just one month. This may be caused by the lack of primary stability, probably due to an undersizing of the final implant, with overweight as an additional risk factor. We do not have reason to suspect a faulty or defective device.

Event description:
Revision surgery due to sms collared solid stem subsidence, at about 3 months and half after primary. Stem and head successfully revised. Patient's bone quality good.